Event description:
Caller reported that the pump housing surrounding the usb port was damaged, which impacted their ability to charge the pump and caused it to shut down. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.